Manufacturer narrative:
N/a

Event description:
The following has been reported: received at depot confirmed pump problem error wait for log review pneumatic fail at startup. Logs reviewed at mayo clinic repair depot indicate a pneumatic issue: pneumatic valve actuation failure (valve 1) replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing" final acceptance provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 04:00 (B)(6) 2026, taken out of heratherm @ 16:00 (B)(6) 2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Provisioned pump to mayo server/ the pump was able to pass all testing and has been returned to customer use. Fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure .(valve 1) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported "pneumatic valve actuation failure (valve 1)" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.